Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believed that the recommended bolus amount was inaccurate. Reportedly, the customer adjusted the values in the bolus menu to deliver the appropriate amount of insulin. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.